Manufacturer narrative:
The reported complaint of user advisory - ua 45 (not at "home" position after power-on/restart) on the autopulse platform ((B)(4)) was confirmed during functional test and archive data review. It was determined that the root cause was due to a driveshaft not at home position as a result from user error. To remedy the issue, the shaft was rotated to home position by using the administrative menu. The ap platform was tested and as expected, it passed all functional tests and ready for clinical use. Per the autopulse resuscitation system model 100 user guide, if the driveshaft is not at its home position when the autopulse is powered on. A user advisory - ua45 will occur. This user advisory will persist until the driveshaft is returned to its home position. To clear a user advisory - ua45, pull up on the lifeband until the chest bands are fully extended (thereby moving the driveshaft back to its home position), and then restart. No physical damaged observed during visual inspection. The autopulse platform is a reusable device and was manufactured in may 2008. The device has been operating for over 10 years and has exceeded its expected serviceable life of 5 years. Initial functional testing could not be performed due to ua 45 (not at "home" position after power-on/restart) displayed upon platform power on. Thus, confirming the reported complaint. During archive data review, error message ua 45 was identified multiple times. Thus, confirming the reported complaint. Historical complaints were reviewed for service information related to the reported complaint and there were no previous history of complaints reported for autopulse serial number (B)(4).

Event description:
As reported, during shift check, the autopulse platform ((B)(4)) displayed a user advisory - ua 45 (driveshaft not at "home" position after power-on/restart) error message on the screen panel. Also noted, the lifeband was impossible to replace. No patient involvement.